Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that the peritoneal dialysis (pd) patient developed peritonitis. Per the patient¿s nurse, on (B)(6) 2022 the patient was experiencing cloudy effluent and was seen in the outpatient pd clinic. The patient had a pd culture obtained ((B)(6) 2022) which resulted with elevated white blood cells (wbc) and no organism growth. The patient is reportedly being treated with the antibiotics vancomycin and cefepime per clinic protocol, intra-peritoneal (ip) for peritonitis. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated the peritonitis was attributed to a breach in aseptic technique during the pd exchange. The patient is reportedly recovering from the peritonitis event and continues pd with the same cycler without any issues.

Manufacturer narrative:
Additional information: clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse.

Event description:
It was reported to fresenius that the peritoneal dialysis (pd) patient developed peritonitis. Per the patient¿s nurse, on (B)(6) 2022 the patient was experiencing cloudy effluent and was seen in the outpatient pd clinic. The patient had a pd culture obtained (B)(6) 2022) which resulted with elevated white blood cells (wbc) and no organism growth. The patient is reportedly being treated with the antibiotics vancomycin and cefepime per clinic protocol, intra-peritoneal (ip) for peritonitis. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated the peritonitis was attributed to a breach in aseptic technique during the pd exchange. The patient is reportedly recovering from the peritonitis event and continues pd with the same cycler without any issues.

Event description:
It was reported to fresenius that the peritoneal dialysis (pd) patient developed peritonitis. Per the patient¿s nurse, on (B)(6) 2022 the patient was experiencing cloudy effluent and was seen in the outpatient pd clinic. The patient had a pd culture obtained (B)(6) 2022 which resulted with elevated white blood cells (wbc) and no organism growth. The patient is reportedly being treated with the antibiotics vancomycin and cefepime per clinic protocol, intra-peritoneal (ip) for peritonitis. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated the peritonitis was attributed to a breach in aseptic technique during the pd exchange. The patient is reportedly recovering from the peritonitis event and continues pd with the same cycler without any issues.

Manufacturer narrative:
Correction: g3. The date received for followup #1 was incorrectly reported as 02/08/2022. The correct date received is 01/20/2022.